Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar product complaint(s) from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (B)(4) are: confirmed, root cause of the reported issue identified as an internal failure within the probe. (Reference: MDR number 3006260740-2021-03351). Unconfirmed, during evaluation the reported issue of poor quality image could not be reproduced. (Reference: MDR number 3006260740-2021-04826).

Event description:
Per biomed: unit has a raining effect on the screen. The loaner ultrasound does not rain when using the loaner probe, but our ultrasound still rains when we use the loaner probe.